Manufacturer narrative:
(B)(6). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for the adverse event which occurred on (B)(6) 2017. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent right groin exploration surgery and recurrent right hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced adhesions, mesh migration and contraction, severe pain and scarring. No additional information was provided.